Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, organ perforation, self-cath 6x/day and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to erosion and severe bladder infections and a mesh revision on (B)(6) 2012 due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele repair and stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 7/19/2019. Additional narrative: it was reported that following insertion the patient experienced bladder outlet obstruction, sepsis, spasm, adhesion, urinary retention and urinary incontinence.